Event description:
The customer reported via phone call that they had a prime rewind anomaly on the insulin pump. Customer's blood glucose was 128 mg/dl at the time of the incident. Customer was unable to get past the priming set and stated that it would push out the insulin without moving on. Customer does not see the numbers and was unable to exit the preparing to prime loop. Customer did not receive a 2nd series of beeps and/or numbers on the display when they held down the act button. Customer had to fill a new reservoir before they could test the priming. Customer mentioned that they have emptied 2 reservoirs so far. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.